Event description:
I had the essure procedure done in (B)(6) 2011. I had two healthy babies and my husband and I decided we did not want any more children. I am pretty healthy, exercise regularly have no difficulty maintaining an ideal weight and I am a runner. In 2013, I started to develop ear infections and allergies, which I have never had before. On (B)(6) 2013, I developed a full body rash, it seemed to be an allergic reaction according to the dr. At the urgent care clinic, the attending dr. Prescribed me a 5 day cycle of prednisone for the rash and benadryl. The rash seemed to go away with the benadryl. The next day (B)(6), the rash returned even more aggressively and now was not only present on my body but also my face. I took another dose of benadryl and started the prednisone. The rash subsided the next day and had not come back. I finished the 5 day cycle of prednisone and currently am not having any symptoms. I am following up with my ob/gyn to ask if any other pts had similar reactions post essure procedure this far out, as well as with an allergist to test for metal allergies.